Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number: 2017865-2020-02450. It was reported that the right ventricular lead and right atrial lead exhibited over-sensing during left arm movement. The right atrial lead and right ventricular lead were explanted and replaced. There were no patient symptoms reported.

Manufacturer narrative:
Multiple external insulation abrasions were found at 39.9 ¿ 40.1 cm and 44.7 ¿ 45.2 cm region of the lead breaching the outer insulation and exposing the outer coil. The cause of the reported event is due to the external insulation abrasion which is consistent with friction to the device can. Other damages found are consistent with procedural damage.